Event description:
It was reported that the atrial arrhythmia burden alert was triggered and presenting electrogram (egm) showed an atrial arrhythmia in progress. The atrial intrinsic amplitude was out of range, and occasional undersensing of atrial signals observed. No adverse patient effects were reported. The device remains implanted.